Event description:
It was reported to gems that the table top head end broke and pt fell to the floor. The pt was not injured. The table was damaged the day before following a CPR. The table should not be used after it is damaged. A new table top is ordered.